Event description:
On (B)(6) 2015 it was reported that the vns patient had passed away on (B)(6) 2015. There was no programming history for the patient in the programming history database. Good faith attempts for further information from the physician were unsuccessful.

Manufacturer narrative:
Suspect device UDI: (B)(4). Inadvertently did not include UDI on initial report.

Event description:
Per the department of vital records in the state the patient passed away, the manufacturer of the patient's medical device is not authorized to obtain a copy of the patient's death certificate.